Event description:
It was reported by service report that the patient right siderail would not lock in the upright position due to a broken weld. No patient involvement or adverse consequences are reported.